Manufacturer narrative:
(B)(4). Medical have been received, mentioning a loosening of the implant, however, no x-ray has been received showing the event. Therefore, the reported event could not be confirmed. Device manufacturing quality record indicate that the released product met all requirements to perform as intended. The products involved in the complaint are compatible. No other similar event was recoded on the batch reported. The medical record of the initial hip arthroplasty has been reviewed and nothing noticeable which could explain the loosening and the pain has been found. Then, the review of the visit notes dated from (B)(6) 2021 states that the patient suffered from pain at the right knee level since (B)(6) 2021. Several x-ray have been received and a radiolucent line has been noticed on the medical side of the tibial ap view. No traces of infection have been found. Finally, the review of the revision surgery showed that it was a minimal ingrowth/cement adhering which adhered the femoral implant to the bone. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, the complaint will be reopened. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that an initial right total knee arthroplasty was performed. Subsequently, the patient was revised due to painful aseptic loosening. During the revision, the tibial and femoral components were noted to be grossly loose with minimal ingrowth/cement adhering to the bone. The poly was also noted to have pitting. The articular surface and tibial and femoral components were replaced without complication. The patellar button was well-fixed, stable, and left in place.